Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a procedure. According to the complainant, the device was placed down the scope and into the patient, it was then noted that the cut wire was bent at the tip. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the cut wire was bent. The length of the exposed cut wire was within specification the condition of the returned incident device was consistent with the complaint that the cut wire was bent. The bent cut wire is likely due to procedural factors, therefore, the most probable root cause is operational context.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the investigation results of cut wire bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a procedure. According to the complainant, the device was placed down the scope and into the patient, it was then noted that the cut wire was bent at the tip. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.